Event description:
A service tech was changing the tube head and forgot to tape or tie the articulating arms together. When he disengaged the tube head, the spring in the articulating arm caused the arm to open and hit the tech in the face causing a laceration with bleeding. The tech was treated and released without incident.

Manufacturer narrative:
Conclusion: the incident was directly caused by the svc tech who forgot to tape or tie the articulating arms together. This enabled the articulating arm to open and hit the tech in the face.